Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with oversensing. Programming changes were made to restore normal parameters. There were no patient consequences.